Manufacturer narrative:
This report is submitted on july 23, 2024.

Event description:
Per the clinic, the patient was placed under general anesthesia on june 26, 2024, in order to remove the abutment due to poor sound quality.